Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The arteriotomy was 8f and per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. (B)(4). Evaluation summary: the device was returned. The reported difficulty to remove the white suture deployed needle was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to remove the white suture deployed needle appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, seven unused, sterile devices with same lot number as reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.